Event description:
Paramedics responded to a pt described as in cardiac arrest and down for approximately 15 to 20 minutes. The device's paddles were used to do a quick look then the device charged to deliver a counterhshock. According to the reporter, the device would not transfer energy when the discharge buttons were pressed. A backup device on the scene was used and two countershocks delivered but the pt was not resuscitated. The rptr stated the alleged device malfunction did not cause or contribute to the pt's death because of the immediate use of a backup defibrillator and the pt's long downtime.